Manufacturer narrative:
A new lead was successfully implanted. The explanted right ventricular lead was not returned to boston scientific. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead exhibited increased threshold measurements. All other measurements were normal. A chest x-ray was performed and did not reveal the lead to have moved; however, a micro-dislodgement was suspected as the patient's heart has extensive scarring. A revision procedure was performed; as the chronic right ventricular lead had been extended and retracted numerous times, the lead was removed and replaced. All measurements were within normal values. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed that the helix mechanism was retracted and dried blood was noted in the helix housing and the distal ring. A helix mechanism test was performed and the helix failed to extend, most likely due to dried blood in the mechanism. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.